Manufacturer narrative:
(B)(4). Concomitant medical products - tibial block and screws precoat catalog #: 00598800326 lot #: 63318559. Tibial component stemmed precoat catalog #: 00598003701 lot #: 63549855. Stem extension offset catalog #: 00598802013 lot #: 63330982. Optipc-s 60 refob plus bn cmt catalog #: 4721502084-1 lot #: unknown. Articular surface size ef 12 mm height catalog #: 00596403212 lot #: 62942062. (B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, it remains implanted in the patient. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-03544, 0002648920-2018-00672, and 0001822565-2018-04747.

Event description:
It is reported the patient underwent a total knee arthroplasty. Subsequently, the patient started experiencing pain on an unknown date. A CT scan was conducted which revealed possible tibial loosening. There has been no revision procedure reported to date. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable as the surgeon confirmed the reported pain was due to patient conditions and not the implants. Further, the revision procedure is a duplicate to 0001822565-2017-07978.

Event description:
No further event information available at the time of this report.